Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 47 mg/dl and experienced high blood glucose levels of 500 mg/dl on the night prior to the initial call . The customer was treated for the low blood glucose with a food and glucose tablets. The customer stated that their meter is giggling them an error and they are unsure if the drive support cap on their insulin pump is loose. The customer was advised to monitor the device for any issues. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.